Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. The customer is experiencing the symptoms of nausea. The customer was treated with manual injections and pump boluses. After the troubleshooting was done, customer was advised to change entire set, and insulin and treat. The customer blood is now 98 mg/dl. The customer advised that the pump seems to be working now.